Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate insulin gauge reading. The customer filled cartridge with 300 units and fill estimate was 150 units. The customer reloaded the cartridge and an accurate reading was received. Blood glucose was in the 200s mg/dl.